Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated the device was functioning properly. Customer stated the reason she was hospitalized was because she had bolused incorrectly.